Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic with oversensing on the atrial channel. Technical services explained that this may be far r-wave oversensing. Programming changes suggested by technical services were made. Issue was resolved. Patient was asymptomatic.